Event description:
Pt. Diagnosis: lymphoma with neonfunctioning port that was placed at charity another hospital in june. The mediport was removed but the catheter was not attached to it and was not evident on flouro or in the tunnel. A new double lumen placed without difficulty (per the operative note). Catheter did show up on cxr 8/1/94 but not evident on 8/5/94 films. Pt. Expired 8/15/94 with aggressive lymphoma.